Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left pneumonectomy procedure, the instrument remained closed on the vein. The tissue was dissected and another stapler was applied to be able to remove the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied with tissue locked in the jaws. Functionally; the open button was pressed and the jaws released the tissue revealing a properly formed row of staples. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.